Manufacturer narrative:
Although requested, the device was not returned and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis and direction for use review were considered acceptable, with the product performing with anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
Reportedly, after implantation of an iol two large cracks were observed across the center. The iol was removed extending the surgery time. A replacement lens was implanted successfully. Additional information was requested, but not received.

Event description:
Additional information received. When the iol was removed, a posterior capsule tear occurred. The patient required further treatment within the same procedure.